Event description:
A customer contacted baxter's technical service center regarding a check lines and bags alarm that appeared on the homechoice (hc) display during drain. The home patient (hp) stated that the heater became disconnected and was not sure what to do next. The technical service representative (tsr) had the hp cycle the power to end of therapy and advised the hp to contact the nurse. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint for the check lines and bags alarm is not confirmed and the cause was not identified because the disposable set was not returned to baxter. It was noted that the heater bag became disconnected. Disconnection of the heater bag is not a known cause of a check lines and bags alarm. The lot number is unknown; therefore, a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.